Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results:testing was unable to duplicate reported ¿load step malfunction¿: pump powers ¿on¿ and displays ¿verify¿ screen. The pump passed ¿ez-prime¿ steps and primed a full cartridge successfully. Pump¿s cover was removed, the force sensor flex pins were inspected to find an intermittent condition due a cracked trace near to the pin. .force sensor resistance reading is within the requirement. Force sensor calibration reading is above specification.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging prime (load step malfunction) issue. The reporter stated that the pump dispensed insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.